Manufacturer narrative:
Per the clinic, there are plans to explant and reimplant the device due to open circuits on all electrodes except electrode number 2. Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device within the same surgery. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 21, 2024.

Manufacturer narrative:
This report is submitted on november 12, 2020.

Event description:
Per the clinic, the patient experienced all open circuits with the device. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.